Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2024. The patient also was hospitalized on (B)(6) 2024 to be treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on june 27, 2024.